Event description:
.

Manufacturer narrative:
Hospital reports that the ball tip of the micro nerve hook broke off in the pt while being used by the doctor. The tip was retrieved and there was no pt injury. Device was not returned for evaluation. Based on the age of the device (7+years) it is likely that the issue may have been related to wear over the life of the device and the application of force on the instrument.